Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device is worn. There was no harm for patient, operator or third party reported. No further information was received with this device. Update 26-may-2026: it was reported that during a ankle fracture surgery the drill bit broke when it was inserted into the guide. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.